Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level ranged from 360-361 mg/dl. Prior to the report with tandem technical support, the customer changed the cartridge and infusion set, therefore, no troubleshooting could be performed to identify a root cause.